Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ 3 ml bd luer-lok¿ syringe with needle leaked at the luer connection point. No serious injury or medical intervention was reported.

Event description:
It was reported that bd eclipse¿ 3 ml bd luer-lok¿ syringe with needle leaked at the luer connection point. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no sample or photo was received for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage at luer connection with lot #7293225 regarding item #305783. Investigation conclusion: unable to determine a root cause.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd eclipse¿ 3 ml bd luer-lok¿ syringe with needle leaked at the luer connection point. No serious injury or medical intervention was reported.